Event description:
It was reported that the lead showed raised impedance measurements on the svc (superior vena cava) and rv (right ventricular) coils. A questionable lead fracture or header issue was suspected. The lead and device remain in use with intensive follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012 15:00:03 and (B)(4) 2012 15:00:04. Weekly hv-lead impedance trend data shows an increase for max svcdefib impedance = 69 to 103 ohms peak between (B)(4) 2012.